Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 26 units. Reportedly, the cartridge was filled with 250 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded to resolve the issue.